Manufacturer narrative:
Exact date unknown, event occurred a month ago.

Event description:
It was reported that the patient had frequent ipg charging. The patient underwent a battery replacement procedure and was doing well postoperatively. The explanted ipg was discarded.